Event description:
It was reported that the catheter spontaneously fell out of the patient. Catheter placement period is 1 day. The catheter was spontaneously fell off due to rapid decrease in sterile water. After spontaneous removal, 10 cc of water was injected to the catheter again, and when checked, about 6 cc of water had drawn after one day. The same event occurred for three consecutive days in the same patient (event date# 25jun2023, event date# 26jun2023 and event date# 24jun2023).

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual: visual evaluation of the returned sample noted one opened (without original packaging), all-silicone foley catheter with sample port connector. Visual inspection noted the balloon was partially inflated upon arrival. The balloon was deflated without any leaks noted. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under 2 minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A device history record review was not required as the investigation was unconfirmed. The reported event is unconfirmed neither a risk review nor labeling review is required. Correction: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter spontaneously fell out of the patient. Catheter placement period is 1 day. The catheter was spontaneously fell off due to rapid decrease in sterile water. After spontaneous removal, 10 cc of water was injected to the catheter again, and when checked, about 6 cc of water had drawn after one day. The same event occurred for three consecutive days in the same patient (event date# (B)(4).).